Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead exhibited increased thresholds about 7 weeks post-implant which necessitated programming changes to ensure ongoing capture. It was suspected the threshold increase was due to a dislodged rv lead so the lead is scheduled to be revised in the near future.

Manufacturer narrative:
According to our records, the lead repositioning procedure was scheduled but the patient refused to undergo another procedure. At the last check-up on (B)(6), the rv threshold was 1.9v@1.0ms. The physician told the patient that leaving the lead implanted as is would reduce the pacemaker's longevity which the patient acknowledged and will follow-up again in two months. All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.